Manufacturer narrative:
UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain and discomfort. General litigation notes metal on metal implications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigative update: 17 sept 2021. Product photographs have been provided for review. No device associated with this report was received for examination. Provided photographs are of the explanted liner and femoral head have been provided. They are paper copies and of poor quality. They do not aid in this investigation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device manufacturing (mre) review will not be performed even when product/lot information is known. It has been determined that, for the mom platform and related allegations an mre is not required.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 8/08/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, medical records report elevated metal ion levels, with levels provided. The revision surgery notes report hypertrophic granulomatous tissue , and inflammatory response with moderate amount of synovial fluid and osteolysis. The pfs reports limited range of motion. Updating head/liner and adding stem for the alleged elevated ions.

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).